Event description:
It is reported that anatomic shoulder revised to reverse shoulder. Upon preparation of the humeral cup, the x-pin became welded to the stem and was not retrievable. Multiple attempts were made and resulted in snapping apart 4 screwdrivers. The decision was made to burr the x-pin down the threads, and remain implanted in pt.

Manufacturer narrative:
No product was returned fore val. Review of the device history records was also not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional info be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B) (4).